Manufacturer narrative:
E1: patient country: united states.

Event description:
Unomedical reference number (B)(4) event occurred in the united states. The patient reported that infusion set cannula was crimped, within 3 or more hours after insertion which led to high blood glucose level of 354 mg/dl on (B)(6) 2024. The insertion site of the infusion set was at abdomen. The customer resolved their issue by replacing infusion set and resumed insulin successfully. The infusion set in use for 13 hours. Furthermore, the customer confirmed that the introducer needle was ahead of the cannula prior to insertion and regularly rotated the site location. The customer experienced frequent and/or recurring infusion set issues. No further information available.